Manufacturer narrative:
As neither a material number nor a lot number were known for this reported eclipse needle product, we were unable to complete a production history review and unable to identify if any previous reports have been received for the affected lot regarding this type of defect. One (1) picture sample was provided for evaluation by our quality team; however, the picture showed three (3) eclipse needles assembled with non-bd syringes with no defects observed. Based on the investigation results, an exact cause related to the manufacturing process could not be determined. Engagement force is measured during the manufacturing process as part of the in-process inspections and final testing prior to release. Smartslip technology ¿ has been introduced to help ensure a secure connection is made with luer slip syringes (the most common syringe design in europe). We recommend that the user closely follow the instructions for use, which are unique in recommending that the user push firmly when attaching the needle to the syringe and to be sure that the clip is activated. The clip acts as an indicator that a suitable force has been applied to engage the needle hub. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. In this MDR, bd franklin lakes, nj has been listed in sections d.3. And g.1. As the manufacturing site is unknown.

Event description:
It was reported that bd unknown eclipse 25g 1in needle leaked at the needle/syringe connection. The following information was provided by the initial reporter, translated from italian to english: the hcp reports that they have 4 doses of bexsero that were unable to be used due to product leakage during preparation. 1. Confirmation that all operations were performed appropriately before defect was discovered. 2. Details of the complaint written in clear, concise sentences with proper grammar. 3. At what step was the defect discovered? Preparation for administration. 4. Whether or not the product was administered or partially administered - include statement to provide this information even if does not seem applicable- not administered. 1. Where did it leak? Luer lock site; used luer lock bd eclipse needles 25 g 1". 2. Was the syringe pre-assembled with needle some time before administration? If so, for how long? No. 3. What size gauge needle was used? 25 gauge, 1 inch luer lock bd eclipse. 4. Is the blister and/or carton damaged? No. 5. If leaking from plunger stopper, are there any liquid traces observed on the plunger stopper rings? N/a. 6. Is the luer lok damaged? If so, describe in detail the needle connection procedure applied ¿ no damage visible. 7. Did you experience a rotating or detached luer lok adaptor when screwing the needle on the syringe prior to the leakage observation? No. 8. Is the needle which was used, available? If so, return of this needle is also required yes. 9. Is there any damage/breakage on the syringe barrel? No.